Event description:
It was reported that guidewire entrapment occurred. The target lesion was located in the superficial femoral artery (sfa). A 2.1mm jetstream xc was selected for a lower extremity runoff procedure. During the procedure, the jetstream would not track well over the non-boston scientific guidewire. The catheter was removed intact from the patient together with the guidewire. The procedure was completed with another of the same device. There were no patient complications and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6) medical center. Device evaluated by MFR: the returned product consisted of a jetstream xc-2.1. No guidewire was returned in the device or with the device. The device and the catheter shaft were analyzed for damage. The catheter shaft showed damage in the form of kinks/buckling located 128cm and 128.5cm from the tip. A test .014 thruway guidewire was inserted into the catheter lumen and the wire transcended through the device with a slight restriction. The device was set up per the instructions for use (IFU). The device primed and functioned as designed. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that guidewire entrapment occurred. The target lesion was located in the superficial femoral artery (sfa). A 2.1mm jetstream xc was selected for a lower extremity runoff procedure. During the procedure, the jetstream would not track well over the non-boston scientific guidewire. The catheter was removed intact from the patient together with the guidewire. The procedure was completed with another of the same device. Here were no patient complications and the patient's status is fine.